Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05939. It was reported (B)(6) the patient underwent surgical intervention on (B)(6)2017 where the entire scs system was explanted due to a (B)(6) infection that was (B)(6). The patient was treated with IV antibiotics initially then treated with oral antibiotics for three weeks. The patient was afebrile; however there was a hematoma at the right paravertebral site. Upon follow up the scar was clean and infection was resolved.